Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported after injection with 0.55ml of juvéderm volbella® xc in the vermillion border on lower lip, the patient had occlusion. Patient was treated using a series of 5 hyaluronidase injections and massage. The symptoms resolved the same day as injection.